Event description:
It was reported that an epidural needle was used from the box with a bent tip. A doctor attempted two different insertion locations (l4-l5) and (l2-l3), in the spine, but each time the lead came out. The procedure took place under x-ray, with a normal time elapsing between inserting the needle and inserting the lead. The physician then observed the bent tip of the epidural needle. The operation was postponed.

Event description:
Additional information received reported the patient had underwent the operation again after "some days" and it was finished without any problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_epidural needle, lot # unknown, product type accessory. Product ID 3550-31, product type screening. Analysis of the epidural needle found the introducer cannula tip was bent when it was new, directly out of the box. Analysis of the lead found no anomaly. Analysis of the snap-lid connector cable found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).